Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirm that the pad-pak was first was installed by the customer on the (B)(6) 2010. Results of the investigation showed that the fault was due to the failure of capacitor c9. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.